Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that therapy was not working and that patient experienced leakage. Troubleshooting involved changing to program 2 and issue was resolved. No further complications was noted or anticipated. Additional information was received. It was reported that after switching to a different program. The patient stated that they felt like the patient was back to where the patient used to be. The patient stated that they felt their stimulation prior to the notified date but they were not feeling stimulation on the notified date. It was stated that the patient pretty much wet themselves prior to the notified date and on the notified date, the patient went to the bathroom 10-12 times at work. The patient stated that they increased the stimulation a couple of times and was at 2.7v. The patient inquired if the stimulation setting at 2.7 was an average for other people. It was unknown if the patient had access to their programmer and the patient declined troubleshooting assistance. The patient stated they saw the sync screen and icon that indicated that the stimulation was on and inquired if the screen was normal with the warning triangle. Information was reviewed the patient stated they would try to increase further and contact the manufacturer if additional assistance was needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there were no specific circumstance that led to the sudden loss of stimulation, incontinence, and frequency. The patient stated that patient services had her change programs, and then in february she was told to turn stimulation up. The patient reported that her sudden urges still aren't controlled and that she leaks at least twice a day. No further complications were anticipated/reported.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.